Event description:
It was reported that in anesthesia, the extension line broke off while no force was applied. The catheter was placed in the (B)(6) male pt's right vena jugularis. As a result, a new kit was opened and used to complete the procedure without issue. A delay was reported, however, there was no additional harm to the pt due to this delay or as a result of this occurrence.

Manufacturer narrative:
(B)(4). F/u report will be filed if additional info becomes available.